Event description:
The customer reported that they received an erroneous result for one patient sample tested for total prostate-specific antigen (tpsa). Other samples and control measured in the same run showed no problems. The sample initially resulted as 7.4 ng/ml. It was asked, but it is not known if this erroneous value was reported outside of the laboratory. The patient's previous result was "about 0.7 ng/ml", so the customer repeated the sample. Another tube from the same sample collection was used for repeat testing and resulted as "about 0.7 ng/ml." Both tubes were also repeated an additional time, with each tube resulting as "about 0.7 ng/ml.". It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The tpsa reagent lot number was 18070901, with an expiration date of 02/28/2016.

Manufacturer narrative:
The field service engineer confirmed that the instrument works properly. Additional information was requested for the investigation but was not provided. A specific root cause could not be determined based on the provided information.

Manufacturer narrative:
This event occurred in (B)(6).